Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and the difficult grasping resulting in entrapment of device or device component in this complaint appears to be related to patient anatomy (enlarged atrium). The reported tissue damage and foreign body in patient appear to be related to the procedural circumstances of the clip becoming entangled in the anatomy. The patient effects of tissue damage and foreign body in patient are listed in the mitraclip instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This will be filed to report during grasping, the clip became stuck in the ventricle and perforated leaflet. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4. The clip delivery system (cds) (cds0602-ntr, 00224u172) was advanced to the mitral valve and the clip was deployed in a2/p2, reducing mr to 2. However, a lateral jet was visible, and the physician decided to place a second clip lateral to the first one. The second cds (cds0602-ntr, 91009u294) was advanced to the mitral valve and during grasping there was difficulty and the clip became stuck in the left ventricle. Troubleshooting was performed but it was not possible to remove it. As the clip was in a proper position and there was a slight mr reduction, the physician decided to deploy the clip. After deployment, it was noted that the clip was stable on both leaflets but had perforated the anterior leaflet causing an mr jet. Two clips implanted, reducing mr to 3. No additional information was provided.